Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump. It was reported the patient was admitted to the emergency room (ER) on (B)(6) 2019 with opioid withdrawal symptoms including nausea, 3 episodes of vomiting, profuse diarrhea, chills, sweats, shakes, and change in sense of smell which led to pump failure suspicion. An x-ray on (B)(6) 2019 showed the intrathecal shift of the catheter from t12 to l1. A catheter dye study (pump-o-gram) revealed no evidence of catheter obstruction or kinking on (B)(6) 2019. On (B)(6) 2020 the pump was reprogrammed where the pump was refilled and re-programmed to reflect the new levels. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other intrathecal shift of the catheter from level t12 to l1 and suspected pump failure (possibly from the tenss unit) that led to opioid withdrawal symptoms. The clinical diagnosis was opioid withdrawal from pump malfunction. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was updated to catheter dislodgement. No further complications were reported/anticipated.